Event description:
It was reported that a warning and a polarity switch occurred due to low impedance on the right atrial (ra) lead. There was a rather sudden change in impedance around the time of the warning. The patient also experienced some pocket stimulation. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).